Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted upon completion.

Event description:
It was reported that the patient underwent a dental bridge placement procedure in which the bridge was cemented using 3m¿ ketac¿ cem plus automix. Following the procedure, the patient reported a complete loss of taste. The loss of taste reportedly began after placement of the bridge and has persisted continuously to the present date.